Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6), nj has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: the same clinician also reported occlusion alarms with lipids on the lvp. 1 clinician reported occlusion alarms with lipids on the lvp. She also reports occlusion alarms with lipid infusions. The clinician also reports that they have an anti-siphon valve on their lines, and they have to change the pressure settings on ¿line change day¿, because otherwise they cannot prime through the anti-siphon valve.

Event description:
It was reported that 4 unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: 1. The same clinician also reported occlusion alarms with lipids on the lvp. 2. 1 clinician reported occlusion alarms with lipids on the lvp. 3. She also reports occlusion alarms with lipid infusions. 4. The clinician also reports that they have an anti-siphon valve on their lines, and they have to change the pressure settings on ¿line change day¿, because otherwise they cannot prime through the anti-siphon valve.

Manufacturer narrative:
H6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that "occlusion alarms with lipids on the lvp" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.